Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported a customer had a medical event related to not receiving the replacement adc freestyle libre sensor. The customer initially called on (B)(6) 2020 to report a low sensor value was received when compared to a competitor meter. At the time of the initial call, a replacement sensor was ordered but there was no report of any treatment. The customer called back on (B)(6) 2020 and reported a delivery issue. As a result of not receiving the replacement sensor, the customer reported symptoms described as ¿not feeling good", confusion, and was unable to stand up. The customer was taken to the emergency room where he was treated with either (d15) dextrose 15 or (d20) dextrose 20. No further information was provided as the customer could no longer recall the medical event details. There was no report of death or permanent injury associated with this event.